Manufacturer narrative:
H3: product analysis #(B)(4):equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex shield pushwire was returned for analysis inside a sealed biohazard bag and a shipping box. The pipeline flex shield braid was returned for analysis stuck inside the hub of the phenom 27 catheter. Damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube was found to be stretched. No damage was noted on the pushwire. The braid's distal end was not opened and frayed, while the proximal end was opened and frayed. The braid¿s middle part was fully opened. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was confirmed, as the pipeline flex shield braid¿s distal end was not opened and frayed. In addition, the braid¿s proximal end was opened and frayed. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel bend. In this event, the customer stated that the vessel tortuosity was minimal, and the braid was not positioned in the vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. The damaged braid could have contributed to the failure to open. The braid can be damaged due to re-sheathing more than two times, over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. In addition, the damage seen on the hypotube (stretched) shows that high force was used. The damage likely occurred when the customer attempted to advance the p ipeline flex shield device through the phenom 27 catheter against resistance. Possible resistance causes include a lack of continuous flush with heparinized saline during delivery. The customer stated that a continuous saline flush was administered; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline as a possible cause. Thus, a lack of continuous flush with heparinized saline during delivery could have contributed to the resistance failure. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield pushwire was returned for analysis inside a sealed biohazard bag and a shipping box, but the braid was not returned. Damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube was found to be stretched. No damage was noted on the pushwire, and no other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was not confirmed, as the pipeline flex shield pushwire was returned without the braid. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity and the user deploying the braid in the vessel bend. In this event, the customer stated that the vessel tortuosity was minimal, and the braid was not positioned in the vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Since the braid was not returned, any contribution of the braid to the failure to open issue could not be determined. In addition, the damage seen on the hypotube (stretched) shows that high force was used. The damage likely occurred when the customer attempted to advance the pipeline flex shield device through the catheter against resistance. Possible resistance causes include a lack of continuous flush with heparinized saline during delivery. The customer stated that a continuous flush was administered; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline as a possible cause. However, the cause of the res istance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the first device was not at adequate distal landing zone. After opening less than 50% of the device physician was unable to re sheath the device so he had to take the device out . The 2nd device did not open distally even after multiple attempts. Resistance occured in the middle shaft. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). No damage to the pipeline pushwire or catheter was observed. There was no issue with the second phenom catheter. The pipelin was in a straight segment when it failed to open. There were no additional steps taken to open the pipeline.

Event description:
It was reported that during the treatment of a ruptured, saccular aneurysm in the left internal carotid artery, the pipeline vantage 4/30 device was not at an adequate distal position and could not be resheathed despite multiple attempts and half deployed device was stuck in the microcatheter. Subsequently, the physician removed the device and attempted to deploy a pipeline flex 4.5/35, which also failed to open at the distal end after several attempts. The physician then successfully completed the procedure using a pipeline vantage 4.5/30. The post-procedure angiographic results were good, with proper blood flow maintained in all vessels. Vessel tortuosity was minimal. There were no patient symptoms or complications associated with this event, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228689266); product type: ; implant date n/a; explant date n/a product ID fg15150-0615-1s (lot: 228689266); product type: ; implant date n/a; explant date n/a product ID ped3-027-400-30 (b764098); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.